Event description:
All results were reported out.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. According to the data provided and reviewed, the cobas liat analyzer appears to be working well. The cobas liat positive influenza a results on are to be considered true positive results (note that MDR 2243471-2023-00055 was submitted to address the cobas 5800 results). The most likely cause for the discrepancies observed for the sars-cov-2 target is that the samples have a low viral load near the limit of detection for sars-cov-2 with differences in testing methods. Finally, nasopharyngeal and throat samples are collected using e-swab in amies media, which is off-label collection. The method sheet recommendation is to collect specimen using a sterile flocked swab with a synthetic tip using 3 ml of viral transport media according to applicable manufacturer instructions and standard collection technique. Collection kits that are not recommended in the method sheet could have a different chemical composition and affect the performance of the assay. Samples were also stored at room temperature up to 24 hours, which is off-label. Specimens collected in approved transport media may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible. Updated b5 to correct the sample collection info, add the run#s and the CT values for the positive influenza a results on cobas liat updated b7 to reflect that the patients were symptomatic. Updated b6 to reflect that all results were reported.

Manufacturer narrative:
The investigation is on-going. The sars-cov-2 results appear to be near/at the limit of detection (lod) of the assay. Very low viral load specimens that are near the lod may not generate consistent results upon repeat testing. The discrepant negative influenza a result on cobas 5800 for patient 2 is addressed in MDR 2243471-2023-00055. As the investigation is still on-going, a supplemental MDR will be filed upon completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from switzerland observed discrepant results with two patients using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated a negative result for sars-cov-2 when tested on cobas 5800. The samples were retested on the cobas liat which yielded positive results for sars-cov-2. For patient 2 sample, the initial test on cobas 5800 also generated a negative result for influenza a while the retest on cobas liat generated a positive for influenza a. It is unknown if the results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.